Manufacturer narrative:
The device was not returned to cardinal health for evaluation. The review of the lot history record (f1621503) indicated that there were no non-conformances related to this event and the mynx device lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. The mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin specification, prior to each lot being released for commercial use. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, however, at this time it is not possible to draw a clinical conclusion between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the lot history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Following arterial closure with a mynxgrip vascular closure device, the patient developed an abscess at the access site. The cause of the abscess was unknown; however, it was suspected to be a reaction to the mynx sealant. The device was used with a 5f procedural sheath following a diagnostic coronary angiogram procedure. Closure was performed in the recovery area several hours after the procedure. There was no access site complications or bleeding at the time of closure and hemostasis was successfully achieved. It was reported that the access site was kept clean and dry following closure. The patient presented to the ER four days after the procedure with the abscess. At this time, the patient also had chest and leg pain. The patient was admitted to the hospital for the abscess. Initial treatment was IV antibiotic therapy with zosyn and vancomycin. The abscess was later determined to be sterile as a culture taken from the abscess showed no growth and few white blood cells. The patient was sent to the operating room, where a surgeon opened the abscess and found a white pus pocket. The abscess was aspirated at that time. A couple of days later, wider exploration was performed; however, nothing was found. It is unknown if any sealant was found in the abscess. The patient was discharged from the hospital with a drain to treat the sterile abscess. At the time of this report the patient was reported to be recovering from the event. Additional information was requested, but was unknown.